Event description:
It was reported 4 bd eclipse¿ needles had plunger movement difficulties. The following information was provided by the initial reporter: "plunger is hard to push".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-feb-2022. H6: investigation summary one photo and four samples were received by our quality team for evaluation. From the photo, the team was unable to observed plunger movement difficult on the plunger. As the samples were manufactured at bd canaan, functional testing was not performed by tuas as to not destroy the samples. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The quality team at bd canaan has performed a supplemental investigation on the returned samples. In the photo, a 1 ml luer-lok syringe can be seen with an eclipse needle attached. The plunger rod is drawn out to the 0.6 ¿ 0.7 ml area of the syringe. The reported defect could not be observed in the returned photo. Upon exercising the four loose samples, all samples were smooth to draw, and the reported defect could not be identified or confirmed in the samples received. As the defect could not be confirmed, a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported 4 bd eclipse¿ needles had plunger movement difficulties. The following information was provided by the initial reporter: "plunger is hard to push."

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, the team is unable to observe plunger movement difficult. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. A device history review was also performed by bd canaan, where the syringe part was manufactured and no recorded quality problems or rejections to this incident were found for the reported lot number. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported 4 bd eclipse¿ needles had plunger movement difficulties. The following information was provided by the initial reporter: "plunger is hard to push."